Event description:
It was reported that one of the patients lead had migrated. The patient underwent a lead revision procedure and the lead remains implanted. The patient was doing well postoperatively. Additional information was received that prior to the lead revision procedure, the patient was unable to get adequate left sided coverage.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7081203.

Event description:
It was reported that one of the patients lead had migrated. The patient underwent a lead revision procedure and the lead remains implanted. The patient was doing well postoperatively.